Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the adhesive around light guide lens has wear and adhesive around objective lens was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which was an olympus asset with no reported complaint. During the evaluation of the device, adhesive around the light guide lens had wear and adhesive around the objective lens had wear were observed. There was no patient involvement.